Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Unable to confirm the error alarm due to erased history file. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during the prime. The blood glucose reading was 82 mg/dl. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He stated that he was unable to rewind the insulin pump. Nothing further was reported.